Event description:
Rn reported rv lead failure alert on this lead. Rv pacing impedance is out of range. Lead otherwise appears fully functional with all other values within normal limits.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.